Manufacturer narrative:
.

Event description:
The hcp reported that the patient experienced withdrawal symptoms which included vomiting, weakness, increased pain, headache, and a csf leak. An x-ray (date not reported) revealed that the distal portion of the patient's catheter had retracted and coiled outside of the patient's spine. The catheter was revised. The patient recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.